Manufacturer narrative:
(B)(4). Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt experienced a red open area in the stomal area at the 9 o'clock position under the tab collar of the wafer. The pt experienced the condition during an unk period prior to complaint receipt. Pt outcome was not noted.